Manufacturer narrative:
Medwatch sent to FDA on: 03/01/2011. Device labeling addresses the reported event of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."

Event description:
Company rep reported on behalf of a treating physician a "posterior band slippage." The pt had initially visited the physician, because of constant vomiting. The treating physician removed all the saline in the device, but the pt was still vomiting. A month after the removal of saline, a barium swallow test was done, which showed that the pt had a slippage. A revision surgery was done to correct the location of the implanted band.